Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device change out with polarization change of the right ventricular lead, the pace/sense portion was to be capped and continue using the high voltage portion of the lead. During that procedure, the lead may have been damaged. It was noted when connected to the device the svc impedance was not reading and when connected to the analyzer the impedence was greater than 4000 ohms. The lead was capped, and a new lead implanted. No patient complications were reported as a result of this event.